Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. When it does power up, it powers up in the incorrect moe. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.